Event description:
It was initially reported that the device was not working. Upon receipt and preliminary evaluation performed on 06/27/07, the device was found to be firing straight shots.

Manufacturer narrative:
Evaluation of the returned sampled determined that the unit produced straight shots due to a small piece of wire being lodged in the tip. Wire lodged in the tip occurs when the user deploys more than the recommended number of constructs as specified in the instructions for use for this device.